Manufacturer narrative:
Please note that the product evaluation previously provided is the same product evaluation information from sg-2018-14041-834872. The treatment tip and datacard were returned on case sg-2018-14041-834872. According to thermage cpt system technical user¿s manual (p009240-05 rev. A) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first degree patient burns associated with rf trace damage of the treatment tip which contacts the patient during the thermage cpt procedure. This damage of the membrane can cause the radiofrequency energy delivered by the system to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. The investigation found that flames/sparks from the tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. A review of the manufacturing records showed all requirements were met. Service confirmed damage on the tip membrane along the rf trace. Based on the available information, burns were most likely caused by damage on the tip membrane along the rf trace. Customer was emailed to not test tips on themselves in the future. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time. The investigation is complete.

Manufacturer narrative:
Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(4). The thermage treatment tip was evaluated on 26nov2018. The tip had been previously used for 984 treatments. The tip passed flow and thermistor testing, however, the tip failed leak testing and visual testing due to the observation of dielectric breakdown. No functional testing could be performed due to the observation of dielectric breakdown. The review of the system/data logs does not indicate there is any handpiece or system issue present. The investigation is ongoing.

Event description:
After reporting adverse event (B)(4), the provider tested the same tip and system on themselves, resulting in a slight burn to the operator's arm. A spark was observed. The provider was advised not to test the equipment on themselves in the future. No blister is visible. This has been assessed as a non-serious injury per the medical reviewer.